Event description:
The customer reported having high blood glucose since the night before and in the morning. The blood glucose reading at time of the call was 400mg/dl. The customer state that she would treat with the insulin pump. The customer felt like passing out. Asked customer if the ambulance should be called. The customer stated that her husband would take her to the emergency room. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge